Event description:
Reporter alleged discrepant blood glucose results of hi back to back with a result of 223 mg/dl when testing was performed 1 minute apart on the advantage system. The location of the testing was not provided. Customer stated having no high glucose symptoms at the time. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.